Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. The pump had a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was having issues with the act button on the insulin pump. Customer's blood glucose was 442 mg/dl at the time of the incident. Customer treated with a shot. Customer went to a restaurant to eat and stated that it had run out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.